Event description:
The customer reported to olympus, the bronchovideoscope light was fine however, when the user put the scope down and angulates the image goes black. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of image blackout was confirmed. In addition the investigation also discovered the insertion tube was dented near the boot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer and the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. According to the customer, the issue was observed during a diagnostic bronchoscopy procedure. There was no delay, and the procedure was completed using the same device. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, root cause of the reported issue is consistent with damage to the charged coupled device unit from user handling resulting in water invading the device. Due to the water invasion, abnormality of electronic parts occurred which led to the loss of display reported. The issue can be detected/prevented by following the instructions provided, in particular: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.